Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blocked insulin flow and an alarm during the bolus, basal rate, or prime. The alarm was explained but troubleshooting was not possible because the no delivery alarm was resolved by a set, reservoir, or complete set change. Customer was reminded to call back when the alarm recurs.